Event description:
The customer reported, the surgeon had to remove some synechiae before performing the capsulorhexis. The surgeon reported, the phacoemulsification handpiece aspiration didn't aspirate for 20-30 seconds with an immediate occlusion when he started sculpting. A corneal burn occurred with the incision retracted. The system passed priming of the cassette and testing of the handpiece okay. The incision was at 3.2mm with a 30 degree phaco tip used. The customer doesn't know if an error message was displayed on the screen. No other incident reported during the surgery. The surgeon implanted the iol in the capsular bag. There is significant postoperative astigmatism due to the sutures, with a leak of the incision noted. The patient has a history of uveitis.

Manufacturer narrative:
The surgeon stated, the handpiece was blocked before the surgery. The handpiece was received in-house for testing. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation, including root cause analysis, is in progress. This report mailed in to FDA on: 04/25/2008.